Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. This report is related to linked patient identifier (B)(6).

Event description:
It was reported, the image did not appear and the lens could not be seen through while using a video adapter. The issue occurred during a diagnostic bronchoscopy and was completed using a similar device without delay. There were no reports of patient harm.

Event description:
It was reported, the image did not appear and the lens could not be seen through while using a video adapter. The issue occurred during a diagnostic bronchoscopy and was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The returned device was evaluated, and the user's request was not confirmed. No other findings were identified during inspection as this device passed all functional tests. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: - confirm that the video adapter and instructions are in the package. Inspect the video adapter for damage. If the instrument is damaged, a component is missing or you have any questions, do not use the instrument; immediately contact olympus. - be sure to conduct the following inspection. If you find any abnormalities, immediately stop use. Continued use of the instrument under these conditions may cause malfunction during use. - should you suspect any irregularity with the video adapter, please contact olympus. Olympus will continue to monitor field performance for this device.